Event description:
Information received by medtronic indicated that the insulin pump received an unexpected restart, a cold reset was performed error alarm. The customer stated that insulin pump alarmed the same every time they changed battery and had to reset time and date. It was also reported that they had high blood glucose of 355 mg/dl, as time was set to am instead of pm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.